Manufacturer narrative:
The manufacturer became aware on 21-jan-2026 that the user experienced a hyperglycemic event with ketones on (B)(6) 2026, which resulted in an emergency department evaluation without hospital admission. Information obtained from the caregiver indicated that the user went to sleep while the pump insulin supply was depleted, and upon waking was found to have elevated glucose levels (>400 mg/dl) and ketones; the user received treatment with subcutaneous insulin and was discharged. Review of the information available did not identify evidence of unintended insulin delivery or confirmed device malfunction at the time of the event. Based on the information available, the event appears most consistent with interruption of insulin delivery due to insulin depletion during sleep, leading to hyperglycemia and ketone formation. No death or permanent impairment was reported. The manufacturer concluded that no device malfunction was confirmed. If additional information becomes available or if the device is returned for evaluation, a supplemental report will be submitted as appropriate.

Event description:
On 21-jan-2026, the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose of 401 mg/dl. The user was able to treat the high blood glucose with subcutaneous insulin, with assistance from a caregiver. The user was evaluated in the emergency department and discharged without hospital admission.